Event description:
Same case as MDR ID# 2134265-2012-06179. It was reported that during a cryoplasty treatment procedure, vessel dissection occurred. The 80-90% stenosed target lesion was located distal to the femoral popliteal graft in the anterior tibial artery. The physician advanced a 3mm polarcath balloon to the lesion. The physician attempted to inflate the balloon but the balloon did not inflate. A warning was received on the inflation device. Inflation was again attempted; the balloon inflated but would not deflate. A 20cc syringe was used per the direction for use to deflate the balloon. There was no issue deflating the balloon using the syringe. Upon deflation of the balloon a dissection was noticed. The procedure was completed with the deployment of an unknown stent. No further complications were reported and the patient's status is okay.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).